Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. Test strip (B)(4). Note: manufacturer contacted customer on (date) in a follow-up call in order to ensure the customer's condition since the initial call; customer when to the hospital on (B)(6) 2018 an sought dialysis. Customer was hospitalized due to symptoms of confusion and fatigue due to hyperglycemia. Customer received insulin , aspirin, calcium acetate, sensipar and was placed on a renal diet. Blood glucose at the hospital was between 300 to 400 mg/dl. Customer left the hospital on (B)(6) 2018 with a blood glucose of 140 mg/dl. Customer is satisfied with the replacement product.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer report symptoms of hyperglycemia, fatigue and confusion. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter does not turn on. Battery was inserted correctly. Meter does not turn on when the circle button is pressed and when strip is in the meter. Customer is complaining of hyperglycemia fatigue and confusion.